Event description:
It was reported that the ilet screen developed multiple cracks that progressively worsened after the device was dropped several times, consistent with physical damage to the display component. Symptoms included no reported clinical effects. Outcomes included no reported impact to health, no hospitalization, and no alarms. Investigation included customer interview and case triage based on user report. Investigation of this case revealed damage consistent with user-induced mechanical impact to the screen, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to accidental drops.